Manufacturer narrative:
(B)(4). Date sent: 6/30/2021. Concomitant products.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during a lobectomy, there was a misfiring of 60 echelon flex stapler with a gold load caused bleeding from the wedge resection bed as no staples were implanted into the lung but the blade did cut. The bleeding was controlled and the damaged lung was ultimately removed as part of the planned procedure for completion lobectomy when the wedge resection nodule was shown to be primary lung cancer on frozen evaluation. No patient consequences reported. No further information is available.